Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(4). Implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) and an external device. The reason for call was pt states she's had trouble charging her ins since implant. Pt states the controller was 100% when the charging session started today. Pt states her ins might be tilted and can feel the left side more. Pt states every time she charges has to reposition 8 times. Pt states she's very heavy. Pt states she has to constantly move around in order to get anything. Pss advised to reset controller and after reset confirmed blinking green light showing ins 50% and controller 40%. Patient services specialist (pss) advised to check for damage and pt states none. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pss advised we can try sending rtm however because of what pt described could be placement of ins and if this does not change with charging pss advised to making an appt with the hcp.